Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Husband of customer called and stated wife has passed. Date of death: (B)(6) 2012. Collect bg at time of death: 1160. Husband could not locate the pump and stated if he finds the pump, he will return it. Husband stated wife slip into a coma from not getting insulin. Customer was wearing pump at time of passing. Nothing further reported.